Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The reported could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Instructions for use contain the following: precautions during placement and use care must be taken to avoid cutting, crimping, or damaging components. Note: for wire guide removal, grasp the wire with a snare or non-spiked biopsy forceps at least 5 cm from the tip of the wire guide. Pull the wireguide to the tip of the endoscope, not into the endoscope channel. Unraveling of the wire guide can occur if the snare is severely tightened onto the first 5 cm of the wire guide. If the wire guide experiences excessive pressure during use and/or general handling, damage to the wire guide can occur. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy set - push and all this wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a feeding tube placement procedure, a cook flow 20 percutaneous endoscopic gastrostomy set was used. The placement of the feeding tubing went well, however, when the wire guide was placed they noticed a piece of wire hanging out (possibly outer coiled cable stretched). At that point they cut approx 2 inches off the tip of the wire guide, inserted the wire guide into the feeding tube and pushed the feeding tube down. When they attempted to remove the wire guide. It was noted that the wire guide had disconnected and the wire guide had to be removed from both ends of the sheath. The procedure was completed with this device and no medical or surgical intervention was required. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the reporter, the pt did not experience any adverse effects due to this occurrence.